Manufacturer narrative:
The technician found that the casters were worn. He replaced the casters and the brake functioned properly.

Event description:
Information received indicates when the brake is engaged the casters do not hold.